Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that a low battery message for patient's ipg displayed on external devices. In turn, surgical intervention may take place on a later date to address the issue.

Manufacturer narrative:
The reported observation of the¿ replace generator¿ message was confirmed. The ipg was returned with a depleted battery. After the device was recovered, analysis of the device confirmed the root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. It was noted the device was utilized in cycle burst and continuous tonic throughout the implant period.

Manufacturer narrative:
Provided.

Manufacturer narrative:
A4 - patient weight added.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6) 2022 resolving the issue.